Manufacturer narrative:
In addition to the flow rate issue, the device was found to have a power issue, a battery outside of warranty, a lcd outside of specification, a software uploading issue, and a pressure test failure. The customer denied the repair on this device on (B)(6) 2016 due to the age of the device and the cost of repair. The pump was returned to the customer and labeled as "not for human use" on (B)(6) 2016. As a result of an internal audit, (B)(6) medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to (B)(6) medical for service request on (B)(6) 2016. The device was identified with a flow rate accuracy outside of (B)(4) accuracy during testing on (B)(6) 2016. No patient was involved in this case. During a retrospective review on service request records, this event is determined as MDR-reportable on (B)(6) 2017.